Manufacturer narrative:
Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during an ongoing research study, a patient experienced a mildfebrile non-hemolytic transfusion reaction after receiving an isolate platelet product. It is unknown at this time if medical intervention was required for this event. The customer declined to provide patient's weight. The trima accel disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
According to the article, '"reactions induced by platelet transfusions," kiefel states that allergic reactions occur with a frequency between 0.09% to 21% of patients thatreceive platelet transfusions. The article also states that allergic reactions are variable in severityand can display as skin manifestations (hives) to systemic reactions such as bronchoc onstriction. Moreover, possible reasons for allergic reactions related to platelet transfusions incldude ige and igg antibodies in the transfusion recipient against plasma proteins in the blood product or transfusion of cytokines and histamines generated in the platelet product during blood product prepartion and storage. The customer did not provide the lot number pertaining to this event, therefore a device history record (DHR) search could not be conducted for this specific incident. All lots must meet acceptance criteria before release.investigation is in process. A follow-up report will be provided.citation: kiefel, v. (2008). Reactions induced by platelet transfusions. Transfusion medicine and hemotherapy, 35(5), 354-358. Doi:10.1159/000151350

Manufacturer narrative:
Root cause: a definitive root cause for the patient's transfusion reaction could not be determined. Based on customer's statements about the allergic reaction and the literature review, possible causes for the patient's reaction include patient sensitivity to transfused platelet blood product and/or patient's sensitivity to histamines that could be generated during platelet preparation and storage.

Event description:
The customer declined to provide lot information, serial number, if patient/donor required the medical intervention for the reported transfusion reaction and donation date.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Per customer follow up, it was found that the patient was premedicated with tylenol and benadryl prior to the transfusion and did not receive any further treatment above and beyond first air in response to the transfusion reaction. The customer reported that a blood culture from the patient was performed with no growth found.

Manufacturer narrative:
This report is being filed to provide updated information. Updated root cause: a definitive root cause for the patient's febrile non-hemolytic transfusion reaction could not be determined. Based on customer's statements about the allergic reaction and the literature review, possible causes for the patient's reaction includes patient sensitivity to transfused platelet blood product and/or patient's sensitivity to histamines that could be generated during platelet preparation and storage.

Manufacturer narrative:
This report is being filed to provide corrected information and additional information. The updated information provided was captured and filed in MDR submission 1722028-2018-00032. This information was inadvertently provided under the patient ID (B)(6) on 05/08/2018 in supplement 2. Supplement 3 (1722028-2018-00031) information was intended for the record with patient ID (B)(6) (1722028-2018-00032). Information was transposed for patient (B)(6) and patient (B)(6), reports were filed for each complaint and all information was captured in the above MDR filings. Additional investigation: per the aabb therapeutic apheresis: a physician's handbook, the rate of adverse events during therapeutic apheresis is 4-5%, with most complications being minor and well tolerated. Based on the literature review of the article the international journal of transfusion medicine, febrile-non haemolytic transfusion reactions causes can be related to storage conditions of the transfused product, and patient physiology/sensitivity to the product.

Event description:
Further clarification about this incident stated that medical intervention was provided. The patient received meperidine for this event.

Manufacturer narrative:
This report is being filed to provide additional information.